Manufacturer narrative:
This report is submitted on july 05, 2021.

Manufacturer narrative:
This report is submitted on february 3, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due a non-device related medical issue. It is unknown whether there are plans to reimplant the patient as of the date of this report.